Event description:
It was reported the screen turns on and off multiple times and locks up. Followup information received indicates that while in an interrogation the screen would go blank and would have to be turned off and back on. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported the screen turns on and off multiple times and locks up. Followup information received indicates that while in an interrogation, the screen would go blank and would have to be turned off and back on. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the low voltage differential signaling (lvds) printed circuit board needed re-seating. It was also noted that the printer was out of specification. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).